Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg) battery door was loose which caused the epg to intermittently shut down. It was determined at analysis that the firmware needs to be updated. The battery shorting bar is contaminated and needs a battery drawer shorting bar eco. The epg was not repaired due to seven year end- of-service life, returned unrepaired as per customer request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery door was loose which caused the epg to intermittently shut down. It was noted that when the epg battery door was pressed, the epg would lose power and shut down. The epg has been returned to service. There was no patient involvement.